Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device was broken/damaged in 1 place. The device was broken at 33.5cm from the hub. The shaft was not completely separated, the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter was broken. Vascular access was obtained via radial approach with tortuosity. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During procedure, the catheter and the wire were being manipulated in place and then tried to advance. However, it was noted that the catheter separated. Procedure was completed with another of the same device. No patient complications were reported and no harm done to the patient.